Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch meter had reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began approximately 1 week prior to contacting lfs. The cca noted that the pt manages her diabetes with insulin (self adjuster). As a result of not being able to test her blood glucose, the pt claimed she estimated how much insulin to take and sometime after the alleged issue started, she became shaky and dizzy. The pt reported treating self with food and/or drink in response to the symptoms. At the time of troubleshooting, the cca noted that the alleged issue started after the pt had replaced the subject meter's battery. The alleged issue was resolved with training. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.